Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The customer received pump error 68 (trace pointers are invalid). The customer received pump error 49 (history pointers failed. The history pointers are corrupted). The customer stated that the location of the damage was on the case of the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-6101. Troubleshooting was performed for the pairing failed, and unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error, and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced, and the pump passed the self-test. Troubleshooting was performed for the pump error 23, and the customer was able to clear the error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for more than 8 hours. An error has occurred more than once after a battery change. Troubleshooting was performed for the cosmetic damage, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. Product return is not applicable for non-physical devices.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08715 inches. The pump was monitored, no unexpected pump error 68 alarm, pump error 49 alarm, pump error 23 alarm noted. Successfully downloaded history files and traces using thump. In further review of the formatted history file 1 week prior to the event date of 13-aug-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 08/13/2025 15:36:04.000. Pump error 68 alarm was found on: 08/13/2025 15:36:50.000. Pump error 49 alarm was found on: 08/13/2025 15:36:39.000. 08/13/2025 15:36:58.000. Pump error 23 alarm was found on: 08/13/2025 15:37:17.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the pump restarted after the pump was shut down. No unexpected pump error 68 alarm, pump error 49 alarm and pump error 23 alarm noted during testing. The pump properly paired to minimed mobile app on a samsung galaxy s21 phone and apple iphone 6. No pump/mobile (bluetooth) communication anomaly noted. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.94 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed all the required testing. Customer alleged for pump/mobile (bluetooth) communication anomaly, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.